Event description:
Pt up in wheelchair in room. Pt has periods of disorientation and had been pulling off and on at foley catheter. Distal portion of foley catheter found on floor minus balloon-tip. Pt taken to cysto room for removal of balloon/tip. Unable to determine if catheter defective at this time.